Manufacturer narrative:
Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Field service representative report: the field service representative (fsr) evaluated the suspect device and replaced the main printed circuit board and oxygen (o2) sensor. After replacing the parts, the fsr ran the user verification test (uvt).

Event description:
The customer reported transducer (xdcr) fault and motor fault on the vela ventilator. The customer reported patient involvement but no allegation of patient injury/harm.